Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery and the load process. There was no patient involvement, as the pump was being used for demonstration purposes and not being used for insulin therapy.